Manufacturer narrative:
Approximate age of device: 1 year, 9 months (calculated from date the device was assigned to the patient, to the date of the reported event) the patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. A system controller log file submitted to the manufacturer's technical services department noted a no external power event on (B)(6)2018 that appeared related to a loss of power to the mobile power unit. No further information was provided.

Manufacturer narrative:
Section h4: additional information. Device evaluation: the reported event of a no external power alarm on the mobile power unit (mpu) was confirmed based on the information recorded in the log file provided by the customer. The log file contained approximately 11 days of events, recorded from (B)(6) 2018 to (B)(6) 2018. There were two incidents where a no external power alarm was recorded. The first incident was recorded on (B)(6) 2018 and it appeared that both system controller power cables were briefly disconnected from a power source. The second incident occurred on (B)(6) 2018 while the system was powered by the mpu. The associated voltage levels indicated that power to the mpu was lost resulting in low power hazard/no external power alarms. During both incidents pump support was not affected and the system was supported by the system controller backup battery. The patient reported that the no external power alarm on (B)(6) 2018 was due to a loss of electricity and denied double disconnecting the power cables. The patient was asymptomatic at the time of the events. (B)(6) was not returned for evaluation and no additional information was provided. The manufacturer is closing the file on this event.